Event description:
The lancet does not retract back into lancing device. Caller stated that when the drum is correctly seated in lancing device, the lancet does not retract and protrudes through the end cap. No adverse event reported. A request was made for the return of the device, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The year is the only known part of manufacture date. We have defaulted to the first of the year.